Event description:
It was reported am external fluid leak was observed originating at the filter of a u9000 set during prime. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.